Event description:
It was reported that the pump was leaking during infusion. The pump had been placed in a chemo spill bag, as chemotherapy had spilled all over the black bag. It was uncertain if chemotherapy had entered the pump itself. The decision was made not to remove the pump from the bag for sending, to avoid the risk of contaminating other pumps. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: no product was received for analysis. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period